Event description:
The customer reported erroneous prostate-specific antigen (psa) results, for five patients, involving the access 2 immunoassay system used in conjunction with the access hybritech psa assay. This is report one of three referencing the patient on the event date noted. An initial result of 0.31 ng/ml was obtained. Subsequent analysis of the sample, on the same instrument, produced a lower result of 0.03 ng/ml. The initial result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in 10 ml serum separation tubes (sst) and centrifuged at 1,500 rpm (rotations per minute) for ten minutes. The samples were clear in appearance. No quality control (qc) issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the mixer pulleys and cleaned the wash carousel and incubator track. The fse also replaced the wash valve and verified and cleaned the precision valve. The fse replaced the aspirate probes and tubing and performed mixer speed and ultrasonics adjustments. The fse performed incubator belt calibration and reaction vessel exerciser. The fse performed high sensitivity system check, which passed within specifications. Quality control (qc) performed within the laboratory's established limits. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. All related medwatch reports associated with this event: 2122870-2013-00770; 2122870-2013-00773; 2122870-2013-00774.